Manufacturer narrative:
Angina and occlusion are known adverse events associated with coronary stenting as noted in the instructions for use and are not necessarily an indication of a product quality deficiency. Additionally, angina, occlusion, and hospitalization are listed in the risk assessment matrix. There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction. It is likely that the angina is a secondary effect of the product malfunction. It is likely that the angina is a secondary effect of the occlusion, which required hospitalization and pci. A conclusive cause for the pt effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v stent was implanted in the pt in 2008. The pt sought medical advice in 2009 for chest pain. An outpatient catheterization was performed 2 days later, which showed an occlusion of the saphenous vein graft (svg) to right coronary artery (rca). The pt was admitted to the hospital, and percutaneous coronary intervention (pci) was performed to treat the occlusion. The pt was discharged in the next day. No add'l event or pt info is available.